Event description:
It was reported that a patient developed osteolysis related to a mobile (superior-posterior subsidence) mobi-c implant at c5-6 approximately 5 years post-operatively. A revision surgery was performed to remove the implant and replace it with an acdf device.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference article: kim, k.r., chin, d.k., kim, k.s., cho, y.e., shin, d.a., kim, k.n., & kuh, s.u. (2021). Revision surgery for a failed artificial disc. Yonsei medical journal 62(3). Https://doi.org/10.3349/ymj.2021.62.3.240.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. The device was not returned, so evaluation is based upon the images and study findings from the referenced medical journal article. The complaint is unrefuted for mobi-c implant for the failure of subsidence resulting in osteolysis and revision surgery. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient developed osteolysis related to a mobile (superior-posterior subsidence) mobi-c implant at c5-6 approximately 5 years post-operatively. A revision surgery was performed to remove the implant and replace it with an acdf device.